Event description:
Patient had fobi bypass 15-16 years ago wherein a silastic ring was used to reinforce the gastrojejunostomy. She developed progressive dysphagia to solids and liquids. Surgery to remove silastic ring approximately 3 months ago demonstrated silastic ring erosion into gastric pouch and left lobe of liver plastered to the likely location of the gastric pouch. The liver had to be dissected from the gastric pouch causing bleeding to liver. Omental patch was placed after removal of silastic ring.